Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
The following was reported through review of post-market clinical study. Following a right eye trabecular micro bypass stent procedure, the patient presented with stent occlusion approximately three (3) months postoperatively. A yag laser procedure was performed to treat the occlusion. There was no iop increase and no other reported adverse events.

Event description:
The following additional clarification was received. Reportedly, the stent was occluded by the patient's iris.

Manufacturer narrative:
MFR# reference: (B)(4). H3 other text : placeholder.